Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance synergy washer/disinfector and spoke with user facility personnel regarding the reported event. The technician learned that the employee did not fully insert the rack into the washer prior to closing the door resulting in the reported obstruction. The employee attempted to manually clear the obstruction when the door closed on their hand resulting in the reported event. The technician inspected the washer and found that the safety switch was not operating properly. The safety switch allows the door to open when the safety bar makes contact with an obstruction. The washer was manufactured in 2005 making it approximately 16 years old. The technician made the necessary repairs, tested the unit, confirmed it was operating according to specification, and returned the unit to service. The reliance synergy washer/disinfector operator manual states (1-1), "warning - personal injury hazard: in case of an emergency situation involving the conveyor modules, always press emergency stop button to stop all washer/disinfector and conveyor operations." A steris account manager offered in-service training on the proper use and operation of the washer, specifically the importance of utilizing the emergency stop button when removing an obstruction from the washer chamber. Steris is awaiting the user facility's response. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that while operating their reliance synergy washer/disinfector an employee obtained a laceration on their hand while attempting to unjam a rack that was stuck between the washer and washer load door. The employee self-applied a bandage and returned to work.

Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the washer, specifically the importance of utilizing the emergency stop button when removing an obstruction from the washer chamber; however, the user facility declined. No additional issues have been reported.